Event description:
Spouse of home pt (hp) reports dry sponges in minicaps. Spouse states sponges are rust colored and packages were sealed in the usual manner. No pt injury or medical intervention per spouse.